Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.